Event description:
Patient originally phoned for assistance in running a blood glucose test. While on the line with technical support, patient discovered that the device's result display was missing segments. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.